Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1rfl8, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot#: va1rfl8, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4); product ID: 3889-28, serial/lot #: (B)(4), ubd: 17-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection. According to the healthcare professional (hcp), it was noted that the patient might be allergic to titanium due to previous reactions to other medical equipment. The device was removed and the issue was resolve at the time of the event. There were no further complications or anticipations reported with this event.